Manufacturer narrative:
G4: 03nov2020. B4: 04nov2020 . Touchscreen assembly was returned for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen assembly was installed in the fi test ventilator and the ul_lr and ur_ll resistance were found to be out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported to philips that during periodic maintenance, it was noted that the touch position on the touchscreen was off when it was touched. The device was not being used on a patient at the time of the event. The issue was noted during periodic maintenance. The device was evaluated by a philips technician who confirmed the issue and traced it to the touchscreen. The touchscreen was replaced to resolve the issue. Following completion of the repair and maintenance, the device passed all functional tests and the unit was returned to service.